Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged two months post implant. The patient underwent a generator changeout and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried blood/body fluid through the lead lumen resulting in a guidewire not being able to be fully inserted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.